Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. During retraction of the protective sheath, the stent migrated proximally toward the sheath marker band. The sds and stent were withdrawn as one unit from the pt. Acute closure of the left anterior descending artery occurred and resulted in an acute myocardial infarction. Following balloon angioplasty to re-establish coronary perfusion, two coronary stents with delivery systems were successfully deployed at the target lesion site. There were no add'l clinical sequelae reported to the event.